Event description:
It was reported that they received a maude report from the FDA for a device that belongs to edwards. The maude report is for a model 4400, 34mm annuloplasty ring. The event was reported as, "a heart surgeon doctor implanted a carpentier edwards annuloplasty ring in a patient's heart in 1996 without the patient's permission. It has not worked since it was put in. They tried to keep it from the patient by not telling them. The manufacturer had to tell the patient. Also the patient had an atrial septal defect which was a hole that did not close in the heart. The facility shortened the heart muscle during implant, and the patient's heart only pumps 25 percent. Due to this the patient has a curvature of the spine and neurotrophy in their back legs. Social security has denied the patient since 1984 for disability. The patient also had 4 bypasses and a pacemaker defibrillator since 1996. The diagnosis was weakness in the heart muscle pumping. The event was abated after use stopped or dose reduced. No additional information was provided."

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient also had two other devices implanted. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.